Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During follow-up, several non-sustained oversensing episodes were noted. The device was explanted and replaced. The patient is well.